Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that the display went blank. The reported blood glucose reading was 97 mg/dl. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. The insulin pump alarmed motor error due to a faulty force sensor.